Event description:
There was an allegation of a questionable result with the elecsys hbsag ii assay for one patient sample from a cobas e 801 analytical unit when compared to another (clia) method. It was reported that the sample showed hbsag positivity for 3 years with a clia method. The customer did not perform hbsag confirmatory testing. The sample generated a 0.38 (negative) result and with a clia method (abbott assay), the sample generated a 0.21 (positive) (cutoff > 0.05) result. Additionally, the sample was negative with a pcr method. No questionable results were reported outside of the laboratory.

Manufacturer narrative:
The serial number of the analyzer was (B)(6). The sample was internally tested with the elecsys hbsag ii assay and another clia method (fujirebio lumipulse), generating a negative result both times. The investigation is ongoing.

Manufacturer narrative:
The investigation did not identify a product problem. The elecsys hbsag ii results were considered to be correct as negative. The reagent performed within specifications.